Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and results of lot history records review, it was presumed that the metal-tip of the concomitant catheter most likely contributed to peeling of the polymer jacket. It was likely that the guide wire was temporarily deformed due to anatomy so that the wire surface would contact and be scraped by the edge of the catheter tip. It was concluded that this event was not attributed to product quality. Severity of damage of the polymer jacket was not confirmed since the guide wire was not returned; a possibility could not be completely ruled out that some polymer jacket fragment(s) might remain in the patient although there were no adverse patient effects reported. Warnings section of instructions for use (IFU) states: do not use this guide wire in combination with catheters (atherectomy catheter, metallic dilator etc.) Which metallic parts may contact surface of this guide wire. Otherwise, this guide wire may be damaged or break apart.

Event description:
It was reported that peeling of the polymer jacket of an asahi regalia xs 1.0 guide wire was noted during a ppi to treat a 90-99% occlusion in the sfa. The guide wire was used with an asahi metal-tip catheter when peeling of the polymer jacket was found. A new guide wire was replaced to resume the procedure. Blood flow was successfully reestablished by stenting. The physician commented that he knew use of the guide wire with the metal-tip catheter was against warnings written in the IFU. There were no adverse patient effects associated with this event and the patient was fine without problem after the procedure.